Event description:
The trial head in question was caught in the edge of the cup and fell into the soft tissues. The surgeon could not remove it by hand and forceps etc. And could not find it even by x-ray photos, either. Therefore the surgeon decided to complete the tha and closed the incision, and laid the patient on the dorsal position to make a new incision to search the missing head in question. Finally the surgeon found the trial head in front of the ilium. Muscle had to be dissected to remove it. The surgery was completed with a 120-minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed there is no x-ray film marker. A previous investigation found a design change was established in december of 2005 through eco 194787, adding an x-ray wire to this instrument so that should it be lost within a patient it could be located through the use of x-rays. The date code j0404 indicates the instrument was manufactured in april of 2004, before the design change. Based on the investigation, additional corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.